Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013, an (B)(6) female patient contacted zoll to report that the back therapy electrodes are causing a very painful skin irritation which was bleeding. The patient contacted her physician who indicated that the patient did not need the lifevest anymore. There was no additional follow-up on the condition of the area.